Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device's lcd screen was found to be blank. The device's display board was replaced to address the issue.